Event description:
Case description: investigational results: name: novofine plus (32g), batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, the following information was updated: is non-reportable field was updated. Malfunction field was updated. EU/ca tab was updated for final report and expected date of follow up report was removed. Device addendum tab: b,c,d and g codes were updated. Inv result was updated. Narrative was updated accordingly. Final manufacturer's comment: 10-march-2026: the suspected device novofine plus needle or needle from same batch/ pack has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Relevant information such as proper injection technique, trained from health care professional on how to inject, proper device storage, and device lot number unavailable for assessment. H3 continued: evaluation summary name: novofine plus (32g), batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) two ozempic needles broke inside their skin [injury associated with device] two ozempic needles broke inside their skin, with the metal part getting stuck on both occasions [needle issue] felt medication leaking onto the skin [needle issue]. Case description: this serious spontaneous case from canada was reported by a pharmacist as "two ozempic needles broke inside their skin(needle stick/puncture)" with an unspecified onset date, "two ozempic needles broke inside their skin, with the metal part getting stuck on both occasions(needle broken)" with an unspecified onset date, "felt medication leaking onto the skin(needle leak)" with an unspecified onset date, and concerned a patient who was treated with novofine plus (32g) (needle) from unknown start date for "device therapy", patient gender, age, height, weight and body mass index were not reported dosage regimens: novofine plus (32g): medical history was not provided. Concomitant products included - ozempic 1.0 mg (semaglutide 1.34 mg/ml). On an unknown date, patient reported that two ozempic needles broke inside their skin, with the metal part getting stuck on both occasions. The patient stated that during these attempts, they felt medication leaking onto the skin. The patient was able to replace the needle from another box and successfully administer their dose. The two broken needles have been discarded. Batch numbers: novofine plus (32g): requested. Action taken to novofine plus (32g) was not reported. The outcome for the event "two ozempic needles broke inside their skin (needle stick/puncture)" was unknown. The outcome for the event "two ozempic needles broke inside their skin, with the metal part getting stuck on both occasions(needle broken)" was unknown. The outcome for the event "felt medication leaking onto the skin(needle leak)" was not reported. Reporter's causality (novofine plus (32g)) - two ozempic needles broke inside their skin(needle stick/puncture) : unknown two ozempic needles broke inside their skin, with the metal part getting stuck on both occasions(needle broken) : unknown felt medication leaking onto the skin(needle leak) : unknown. Company's causality (novofine plus (32g)) - two ozempic needles broke inside their skin(needle stick/puncture) : possible two ozempic needles broke inside their skin, with the metal part getting stuck on both occasions(needle broken) : possible felt medication leaking onto the skin(needle leak) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.